Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, rupture. As well as, "minimal periprosthetic fluid layer" and "migration of silicone". Diagnosed by MRI, ultrasound and mammography. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
E1: phone number: (B)(6). The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late, rupture, migration.

Event description:
Healthcare professional reported, rupture. As well as, "minimal periprosthetic fluid layer" and "migration of silicone". Diagnosed by MRI, ultrasound and mammography. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.